Manufacturer narrative:
Unit received with cracked and bleeding lcd glass. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump is damaged. The customer's blood glucose reading was 150 mg/dl at the time of incident. Troubleshooting found that the pump is cracked on the display screen. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.